Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple issue. The customer¿s blood glucose was unknown. Troubleshooting was not performed. Customer stated that the reservoir makes a cracking sound when placing in a new reservoir, polarization on screen completely covering whole screen, battery failed alerts with new batteries, declined battery life and unexplained no delivery alarms. The device will not be returned for analysis.